Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. During the firmware upgrade, the pacemaker reverted to backup vvi operation. A device download was performed successfully, and the device was restored to normal function. The patient remained asymptomatic. The firmware update was not attempted again.